Manufacturer narrative:
Section h3, h6: the associated devices were returned and evaluated. The visual inspection revealed a piece of a drill bit broke off in the 2.0mm side of the double-ended drill guide and cannot be removed. The devices show signs of extensive wear and use. This inspection was conducted by naked eye. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the products failed to meet specifications at the time of manufacture. The drill bit is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The double ended drill guide is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, an unknown evos drill bit broke off inside the 2.0/2.7mm double-ended drill guide. It is unknown if broken pieces fell into the patient. The surgery was completed without any delay, but it is unknown how. No injuries were reported.